Manufacturer narrative:
A review of complaints showed that this was the only complaint identified for the issue. A review of tracking and trending did not identify any trends with the ict diluent. Return testing was not completed as returns were not available. Manufacturing documentation did not identify any issues associated with the customer's observation. Additionally, product labeling was reviewed and sufficiently addresses the customer issue. Based on the investigation, no systemic issue or deficiency of the ict diluent or architect c16000 analyzer was identified.

Manufacturer narrative:
All available patient information was included. No additional information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed na results were generated for a patient. The customer reported sid (B)(6) generated an initial result of 112 mmol/l, with a repeat result of 148 mmol/l. There was no reported impact to patient management.